Manufacturer narrative:
Product evaluation in process. A device history record review was completed for lot 818578 and this device met all specifications upon distribution.

Manufacturer narrative:
Evaluation confirmed delamination of the distal balloon bond. A corrective action was opened and this event is applicable to the corrective action.

Event description:
It was reported that the account had a case in which the catheter was in the patient 1 hour when the balloon burst. They removed the ep to replace with another one.